Event description:
Biomet hip joint required replacement implanted (B)(6), 2009 and replaced (B)(6) 2011 for metallosis, lack of bone ingrowth and note of tissue reaction m2a magnum pf cup/m2a modular head/m2a magnum taper adapter. Part (B)(6). Lot number 669160/911160/248250.